Event description:
Fire department paramedics responded to a person in cardiac arrest. According to the reporter, the device continuously alarmed "check connector" and the defibrillator would not charge. A transport paramedic unit arrived within 1-2 minutes and the device was swapped out with the transport unit's defibrillator to continue patient care. The reporter stated that patient outcome was not affected by the use of the device.

Manufacturer narrative:
Physio-control evaluated the device and observed a "check connector" message on the display screen and the defibrillator would not charge. Physio opened the device case and observed that the connector plug, designated p23, on the therapy connector assembly cable was disconnected from the connector jack. Designated j23, on the therapy pcb assembly. The cable was reconnected to the pcb assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause for the disconnected cable could not be conclusively determined.